Manufacturer narrative:
The button error alarm and intermittent button response was due to moisture damage on the button keypad trace. No blank display or alarm anomalies were noted.

Event description:
It was reported that the customer went to the emergency room. The customer stated that one day prior to the event, the insulin pump was not working after giving a long button error alarm. The customer further stated that the buttons were unresponsive. Nothing further was reported.